Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated the new battery did not resolved the issue. The customer reported that they received failed battery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.